Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer changed the pump supplies or cleared the alarm and resumed insulin delivery to address the issue. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. Additionally, customer experienced high ketone levels. A manual insulin injection was administered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.